Event description:
False positive; I took the sd biosensor rapid test at home on (B)(6) 2022. It came back positive for me and my child. I proceeded to take four other tests from the same manufacturer all negative. I got a pcr for me and my child-all negative. This is the blue and white box (not magenta that was recalled). FDA safety report ID # (B)(4).